Manufacturer narrative:
This complaint is associated with the accu-chek flexlink plus recall initiated on (B)(4) 2011. Further investigations are ongoing within an assigned task-force.

Event description:
The patient reported a8 (bolus canceled) was displayed on the infusion device while attempting to bolus 6 units of insulin. He received 3.9 units and he performed another bolus of 2.1 units. He stated an e4 (occlusion) error was displayed prior to a8. The infusion tubing, cartridge, and adapter were changed the previous day. He disconnected from the headset and primed w/o error. He removed the headset and found the cannula was bent. He stated e4 was also displayed yesterday and he changed the headset and found the cannula was bent. His blood glucose measured 238 mg/dl last night prior to bed and measured 203 when he woke up this morning. He believes the infusion set caused elevated blood glucose. The patient did not require treatment from a health care professional or second party to address the issue. The infusion set was replaced and requested to be returned for evaluation.